Event description:
It was reported that the patient experienced functionality issue with the inflatable penile prosthesis (ipp). The entire ipp was removed and replaced with a new ipp. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. This is the primary complaint, device 1 of 2. See complaints (B)(4) for the reservoir.